Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for failure analysis investigation. Engineering found that the psm failed the in-house weighted brake drop test. Failure analysis confirmed the reported brake failure along axis 2. The axis-2 brake was replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the brake weight drop test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventive maintenance of a da vinci surgical system by the intuitive surgical, inc. Representative or the field service engineer (fse), it was found that the patient side manipulator (psm) arm failed the brake inspection test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.